Event description:
The customer observed a falsely elevated magnesium result while using the architect c4000 analyzer. The customer indicated an initial result of 8.2 mg/dl and retest results of 1.3 and 1.3 mg/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of labeling. Abbott field service performed maintenance on the analyzer, which included changing out of parts, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c4000 analyzer, list number 02p24, was identified.